Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact reported the battery dropped from 80% to 20% within minutes after being removed from a charger. The customer¿s blood glucose level was 125 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.